Event description:
It was further reported that the pt was discharged to home in 07/2004 with home care following urgent CABG due to chest pain and st segment elevation. The lesion being treated was 99% stenotic, not 80% as originally reported.

Event description:
It was reported that during a ptca/stenting treatment procedure, the treated vessel was dissected, resulting in the need for emergent CABG surgery. The lesion being treated was a somewhat calcified, 80% stenotic lesion in a tortuous mid right coronary artery. The physician used a femoral puncture site, a 7 fr introducer sheath for vascular access, a .014" choice pt guidewire and a 7fr jr4 guide catheter to cross the lesion. A maverick 3.0/15 mm balloon was used to predilate the lesion for stent placement. The physician attempted to deliver an express2 monorail 16/5.0 mm stent, but as the stent delivery device was passing through the vessel to the lesion site, the stent dislodged from the delivery device. The physician was able to retrieve the stent, however, as the stent was being pulled back to the guide catheter, it scraped the vessel wall from the distal to the mid portion of the right coronary artery. This caused a spiral dissection of the vessel requiring emergent CABG surgery. The pt was having chest pain during this event which was treated with medications and followed by successful surgery. The pt has since been released from the hosp.